Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. B60749) for female sterilisation. The patient had a medical history of adenomyosis, endometritis, endometrial disorder and ovarian cyst on (B)(6) 2021, pelvic pain on (B)(6) 2021, parity 4, abdominal pain, dysmenorrhea, pelvic pain, breast cancer, abortion, pregnancy, heavy periods, multigravida, overweight, spotting vaginal, pelvic pain and pregnancy with iud. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy, left ovarian cystectomy,). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were 3 coils noted to be trailing on the right side in the uterine cavity after placement and 5 coils on the left side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.122 kg/sqm. [Gynaecological examination] on (B)(6) 2021: uterus normal, essure identified [mammogram] (date unknown): breast cancer. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. B60749) for female sterilisation. The patient had a medical history of adenomyosis, endometritis, endometrial disorder and ovarian cyst on (B)(6) 2021, pelvic pain on (B)(6) 2021, parity 4, abdominal pain, dysmenorrhea, pelvic pain, breast cancer, abortion, pregnancy, heavy periods, multigravida, overweight, spotting vaginal, pelvic pain and pregnancy with iud. Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy, left ovarian cystectomy,). The reporter considered medical device removal to be related to essure administration. The reporter commented: there were 3 coils noted to be trailing on the right side in the uterine cavity after placement and 5 coils on the left side after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.122 kg/sqm. [Gynaecological examination] on (B)(6) 2021: uterus normal, essure identified [mammogram] (date unknown): breast cancer quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.